Manufacturer narrative:
Technician found that the black cable was cut and that wiring was exposed, replaced the cable ac recpt to resolve this issue.

Event description:
Info received indicated that the black cable was cut. No injury reported. No pt involvement.